Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare professional (hcp) and a manufacturer's representative regarding a patient who was receiving hydromorphone [8 mg/ml] at a dose of 2.4186 mg/day and bupivacaine [10 mg/ml] at a dose of 3.023 mg/day via an implantable pump for non-malignant pain and failed back surgery syndrome. It was reported on (B)(6) 2017 that a pump alarm was heard on (B)(6) 2017 and the reason for the alarm was unknown. The alarm was heard but telemetry was not yet performed and the alarm was heard by others. It was indicated that the pump alarm was going off and they were unable to interrogate it with the clinician programmer. It was noted that they tried two different clinician programmers and couldn¿t read the pump with either one. It was stated that when they tried to interrogate the pump it would alarm. It was detailed that the pump would beep for three seconds and would do it every minute. It was noted that the patient was also unable to use the personal therapy manager (ptm) to get boluses. It was indicated that the hcp had called a manufacturer representative and was waiting to hear back. It was reported that the patient¿s pain was increased at the time of the report due to not being able to use the ptm, per the hcp. The patient had no symptoms of withdrawal. Later that day on (B)(6) 2017 further information was received from the representative. It was reported that the representative spoke with the hcp about this situation and was told that the pump had not alarmed since the last time they tried to interrogate it. It was noted that they planned to replace the pump later that day or the next day (B)(6) 2017. It was indicated that the pump would be returned for analysis. No further complications were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received on 2017-may-12. It was reported that the patient¿s pump was replaced yesterday ((B)(6) 2017) and that the representative was sending the pump back for analysis. It was indicated that the representative already had it boxed up. It was noted that the patient heard the pump start alarming at 5:00 in the evening but didn¿t go into the emergency room (ER)/facility until about 12:30 at night on wednesday, at which time the facility and patient were told a representative would be present at the facility ER. Further information was received from a healthcare professional (hcp) via a manufacturer's representative later on (B)(6) 2017. It was reported that the patient¿s weight at the time of the event was unknown. It was also reported that the explanted pump was dropped off at the post office to be returned. No further complications were reported or anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Evaluation of implantable serial number (B)(4) revealed the following: the returned product analysis lab was unable to establish telemetry with the returned pump. Additional testing was performed on the pump hybrid (circuit board) due to the no-telemetry state and alarm. X-ray analysis of the hybrid identified an anomaly in the integrated circuit (ic). Specifically, a suspected solder bridge between pins xd0 (a8) and tdi (c7) of the l334 ic (u1) was identified. A simulation of an electrical short between these two pins was performed, and resulted in a no-telemetry condition when interrogation was attempted. The returned pump passed the following standard tests in the laboratory: the pump alarm function was within specification. The catheter access port (cap) was aspirated and found to be patent. The battery voltage tested within specification. Destructive analysis of the motor assembly did not identify any anomalies. Pressure testing did not identify any leaks or breaches in the internal pump tube.) Eval code-conclusion 92 is no longer applicable. If information is provided in the future, a supplemental report will be issued.